Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because contrast issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the patient alleged a contrast issue with the meter. Pa found the display to look dark due to the incorrect setting contrast level. After pa increased contrast level, the meter display appeared fineif lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.